Event description:
As reported, a patient underwent a revision of their hip liner. No further information available at this time.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6) 180-01-58 - crown cup, cluster-hole gr.58. This follow-up report is being submitted to relay additional and corrected information.

Event description:
As part of the manufacturer's recall, the patient presented for a follow-up. X-ray and cat scans revealed significant decentration of the prosthetic head and unusually large osteolytic lesions in the acetabulum, indicating inlay wear. This was verified during an inlay exchange to a specially approved, vit e-cured inlay. During the exchange surgery, in addition to the inlay exchange, the firm integrity of the cup was determined, and the cysts in the cup bed were cured and sealed using hydroxyapatite + calcium (bone void filler), as well as the replacement of the prosthetic head.